Manufacturer narrative:
Additional review indicates that the information previously reported in this manufacturer's report pertains to report (B)(6). Any additional information related to the cecal volvulus wrapped around the leads will be reported in under manufacturer's report (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient presented with cecal volvulus and wrapped around the leads. The implantable neurostimulator (ins) had to be removed. The issue was resolved at the time of the report. No further complications were reported/anticipated.